Event description:
It was reported that during surgery the end of the screwdriver has sheared off. Device broke in patient, all pieces accounted for. No delay or injury reported. A smith&nephew back up device was available.

Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The knurled end of the retainer shaft fractured off the device, rendering the device inoperable. The fractured piece was not returned. The device was manufactured in 2017 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.